Event description:
Customer reported a loose steering handle. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the steering coupling. System operates as intended.